Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been completed. No deviations or non-conformance noted. The events of cellulitis and wound dehiscence are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and wound dehiscence.

Event description:
Legal representative reported right side recall, "repeated cellulitis", "unsatisfactory evolution with dehiscence in both breasts", and erythema. Legal representative also reported ¿cystic alteration of lobules¿ and ¿breast tissue showing peripheral intraductal papilloma, and papillary apocrine metaplasia and fribroadenomatoid alteration¿, which are not device related. Device has been explanted.